Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320 was confirmed during service evaluation. This event was not a customer reported condition. The assignable cause was a loose speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information become available,a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service of a colleague infusion pump for another report by baxter personnel, a colleague infusion pump was found to have experienced failure code 550:320:658:0000. The speaker harness was found to not be connected properly; therefore the pump did not audibly alarm. There was no patient involvement. The user interface module master software version is 6.13.92, categorized as remediated.